Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator¿s red blade turns on and does not defibrillate. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Was reported to philips that the heartstart mrx monitor / defibrillator¿s red blade turns on and does not defibrillate. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. No direct adverse event to the patient or user was reported. Additional information regarding the patient and procedure were requested but unable to be provided.